Event description:
During an interventional cardiac procedure, a temporary ventricular assist device (impella) was inserted in the left ventricle of the heart. While in the ventricle, the device was having issues with it's motor and eventually seized. Patient was dependent on this device for procedure. Broken device was removed and a new one was immediately inserted.